Event description:
On (B) (6)2010, the pt was implanted with a trial scs system. On (B) (6)2010, it was reported that the pt was experiencing intense shocking and pain at the incision site and abdomen. The pt was instructed to turn the trial stimulator off. This ended the shocking but the pt stated that the incision site was still painful. On (B) (6)2010, the pt saw the doctor who did not find any signs of an infection or hematoma. It is believed that the pt is experiencing surgical pain from the laminotomy. The pt will be implanted with a permanent system on (B) (6)2010.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ana has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.